Manufacturer narrative:
No complaint was received with the return of the device. Manufacturer report number 2017865-2014-17885 was submitted for lead insertion difficulty during initial implant procedure. Analysis confirms both a and rv- connector ports have lead insertion problems. Both rv-connector port and a-connector port failed lead insertion force tests when test leads could not be fully inserted into the ports even with forces considerably above the engineering recommended lead insertion force maximum. The connector dimensions were within the specifications. The cause of the issue remains undetermined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty inserting the leads into the header ports of the device. The leads were able to be inserted and the device was successfully implanted. Later, the device was explanted due to an unknown reason.